Manufacturer narrative:
Additional information received on (B)(6) 2019 that the event occurred during testing at our facility. The pump didn't fail with the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump had displayed error codes 1870 and 1871. The reported error code was not duplicated during the investigation; however, the pump did display error code 1871 on power up when batteries were inserted. The investigation determined that a defective motor was the cause of the reported issue. The motor was replaced.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump displayed error code 1861. No adverse effects were reported.